Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2025 based on the date the manufacturer became aware of the event. Block h6: device code a0501 captures the reportable event of coil detachment of device or device component. Upon receipt at our quality assurance laboratory, this tria firm ureteral stent underwent a thorough analysis. Visual inspection of the device revealed that the stent bladder coil was detached. The detached part was returned with the suture hole torn until the tip. The positioner was returned, however, the suture was not returned indicating that it was removed from the device. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, the failure could have been caused due to an interaction of the device with the suture string such as entanglement, manipulation or excess of force applied over the device during procedure which consequently affects the performance of the device. Additionally, the suture string/retrieval line is intended to be removed before procedure, and as per event, it occurred during the procedure which means that the suture must have been cut and gently removed, however, the evidence shows the contrary with the found issue. A conclusion code of failure to follow instructions was assigned to this investigation.

Event description:
It was reported that a tria ureteral stent was used in a procedure in the urethra. During the procedure, the proximal pigtail was separated while the suture was cut and attempted to be removed. The procedure was completed with another same device and there were no patient complications reported.

Manufacturer narrative:
Block b3: date of event was approximated to may 01, 2025 based on the date the manufacturer became aware of the event. Block h6: device code a0501 captures the reportable event of coil detachment of device or device component.

Event description:
It was reported that a tria ureteral stent was used in a procedure in the urethra. During the procedure, the proximal pigtail was separated while the suture was cut and attempted to be removed. The procedure was completed with another same device and there were no patient complications reported.